Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2015. No additional information was available.